Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was failed. A field service engineer (fse) reseated the row board cables, cable on back of the controller board, replaced the retractor band due to dark spots, removed all large amounts of debris and still it did not read in the station application. Then the fse removed staple and all pockets were seen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detecting on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.